Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high/undefined superior vena cava (svc) impedance on the subcutaneous lead that triggered an svc lead impedance warning. A lead fracture was confirmed. The svc was programmed off and the lead was capped. No patient complications have been reported as a result of this event.